Manufacturer narrative:
(B)(4). For 3 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The ventilator monitoring board was replaced to resolve 1 of the reported events, the gas proportioning system was adjusted, and the unit returned to service to resolved 1 of the reported events. For 1 of the reported events, the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. For 1 of the reported events, the distributor performed checkout of the system. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced inaccurate delivery. 3 were reported for delivering excess tidal volume, 1 reported for inaccurate tidal volume delivery, 1 reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. These reports were received from various sources. Of the 5 events, 4 did not involve patients, and 1 did involve a patient. There was no patient information available.